Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump hit the floor while customer showered causing the screen to become shattered. Customer was unable to interact with the screen to deliver insulin due to the damage. Customer's blood glucose was 137 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.